Manufacturer narrative:
This case was initially received via regulatory authority (health and youth care inspectorate (igj), reference number: (B)(4)) on 14-dec-2020. The most recent information was received on 06-jan-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy including ovary). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: no new clinical information received, update to imdrf/FDA codes only. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health and youth care inspectorate (igj), reference number: (B)(4) on 14-dec-2020. The most recent information was received on 06-jan-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy including ovary). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6)), reference number: (B)(4)) on 14-dec-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy including ovary). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.